Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation results: one flexiva 200 laser fiber was returned broken in three pieces. The first piece measured approximately 60.6 cm from the top of the connector to the break. The second piece measured approximately 30.2 cm from break to the break. The third piece measured approximately 218.3 cm from the break and includes the distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and appeared degraded from normal use. Examination under magnification confirms the pattern on the tip was consistent with normal degradation. The condition of the returned device is that the fiber was broken and was used based on the condition of the tip. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on january 31, 2019 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber worked for two minutes and suddenly it stopped working. No patient complications were reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken. Please refer to block h10 for full investigation details.